Event description:
Pacemaker spikes are not shown on the mac lab 7000 cardiac cath lab monitor. Problem has been reported to ge who acknowledges the concern. Ge's response was that they do not see it as a high enough priority to address at this time. Also they encourage the implanting physician to consult the pacemaker rep's analyzer for pacer spikes. This is inadequate because diagnostic cath pts with wide qrs due to bundle branch block will also not be seen on the monitor if they are paced.

Event description:
Add'l info rec'd from MFR 8/25/03: the model number is mac-lab 7000. The brand name is mac-lab. The type of device is cath lab monitor. MFR has made multiple attempts to contact the reporter for this lot and serial number and has not received any correspondence back to date. MFR has made multiple attempts to contact the reporter for a more complete description and has not received any correspondence back to date. Initial internal complaint description indicated the customer was concerned with inability to display pacer on the mac-lab. The customer's perception was this was important for those pts that are having catheterization and already have pacers in place. The customer indicated that the tram module has the ability to detect pacer spikes, but the mac-lab does not have the ability to detect the pacer spikes from the tram module and display them on the ECG waveform. MFR evaluated the original software design requirement specifications for the device and determined this feature was not part of the original design. The device is operating as designed. A risk assessment was conducted and the outcome was a negligible risk that required no further action. The issue was determined to be a feature request for consideration in future releases of the product. MFR evaluated the original software design requirement specifications for the device and determined this feature was not part of the original design. The device is operating as intended. MFR has made multiple attempts to contact the reporter for event date and has not received any correspondence back to date. MFR received the info from the user facility on january 30, 2003. No pt has died, suffered any injury, or delay in treatment based on this event. The device remains in use at the customer site. The device is a mac-lab cardiac catheterization system that displays info on monitors located in both the catheterization lab control room and procedure room. The device is intended for use under the direct supervision of a licensed health care practitioner and all computer generated measurements must be checked by qualified personnel for accuracy. The device is working as designed. Ge medical systems info technologies rep was on site on january 30, 2003 and this was when the info was communicated to ge medical systems info technologies. The rep communicated that normally physicians change the pacer to unipolar to allow visibility of the pace spike. At that time, the physician was not willing to change to unipolar to allow visibility of the pacer spike. The site places the pts on a defibrillator to allow for the ability to visualize the pacer spikes. This issue will occur with all mac-lab 7000 devices. The device is operating as designed. The mac-lab 5000 devices have the ability to enhance pacemaker spikes for detection. The designated complaint unit reviews all incoming complaints and makes an informed decision as to the severity and significance of a product complaint and decides whether an investigation is necessary. In this case, the investigation concluded the device was operating as designed and a feature request was documented. Additionally, a risk assessment was conducted to evaluate this issue and it was determined it did not present any risk to the pt or user of the device.

Event description:
Response to inquiry on report number mw1028612. Add'l info rec'd from MFR 8/26/03: the model number is mac-lab 7000. The brand name is mac-lab. The type of device is cath lab monitor. Co has made multiple attempts to contact the reporter, for lot and/or serial no and has not received any correspondance back to date. Initial internal complaint description indicated the customer was concerned with inability to display pacer spikes on the mac-lab. The customer's perception was important for those pts that are having catheterization and already have pacers in place. The customer indicated that the tram module has the ability to detect pacer spikes, but the mac-lab does not have the ability to detect the pacer spikes from the tram module and display them on the ECG waveform. Co evaluated the original software design requirement specifications for the device and determined this feature was not part of the original design. The device is operating as designed. A risk assessment was conducted and the outcome was a negligible risk that required no further action. The issue was determined to be a feature request for consideration in future releases of the product. Co evaluated the original software design requirement specifications for the device and determined this feature was not part of the original design. The device is operating as intended. The initial incident was 2002, according to the ge medical systems info technologies rep that was on site when the issue was communicated to them. Co received the info from the user facility on january 30, 2003. No pt has died, suffered any injury, or delay in treatment based on this event. The device remains in use at the customer site. The device is a mac-lab cardiac catheterization system that displays info on monitors located in both the catheterization lab control room and procedure room. The device is intended for use under the direct supervision of a licensed health care practitioner and all computer-generated measurement must be checked by qualified personnel for accuracy. The device is working as designed. Co received the initial complaint on january 30, 2003. Ge medical systems info technologies rep was on site on january 30, 2003 and this was when the info was communicated to ge medical systems info technologies. The rep communicated that normally physicians change the pacer to unipolar to allow visibility of the pacer spike. At that time, the physician was not willing to change to unipolar to allow visibility of the pacer spike. The site places the pts on a defibrillator to allow for the ability to visualize the pacer spikes. This issue will occur with all mac-lab 7000 devices. The device is operating as designed. The mac-lab 5000 devices have the ability to enhance pacemaker spikes for detection. The designated complaint unit reviews all incoming complaints and makes an informed decision as to the severity and significance of a product complaint and decides whether an investigation is necessary. In this case, the investigation concluded the device was operating as designed and a feature request was documented. Additionally, a risk assessment was conducted to evaluate this issue and it was determined it did not present any risk to the pt or user of the device.